Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer¿s blood glucose level was 5.6mmol/l at the time of the incident. The customer states was not able to complete pump rewind. The customer was advised the pump needs to be replaced.

Manufacturer narrative:
The device passed selftest and displacement test. Pump error 63 alarm confirmed in the pump history due to broken traces on keypad assembly.